Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where error codes were documented. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that occasionally the screen of this programmer was not responding to touches at various stages of device check. This programmer was being returned for repair. No adverse patient effects reported. Product investigation review indicates that frozen touchscreen was confirmed, broken traces were found on the liquid crystal display (lcd) flexible cable.